Manufacturer narrative:
One portex® bivona® uncuffed neonatal and pediatric flextend¿ plus silicone tracheostomy tubes was returned for investigation. Additionally, 5 photographic images were provided for review. Three of the returned photographs were able to be reviewed and two of the photographs were illegible. Based upon review of the three legible photographs found that the device neck flange eyelet was damaged. The returned device was received inside a plastic bag without its original packaging. The sample was noted to be in used condition. Visual inspection of the returned device was performed at a distance of 12" and under normal lighting and a cut was found on the flange eyelet. An attempt to replicate the observed damage was performed and a small cut was made on inside of one flange eyelet and the outside of a second flange eyelet. After the cut was made, a twill tap cut was used to pull the neck flange by hand; the reported issue was able to be replicated. A review of the manufacturing process for the reported device found that all procedures are being carried appropriate. Investigation was unable to definitely determine the root cause of the flange eyelet cut.

Event description:
It was further reported that the patient's tapes were being routinely changed during the event. After the issue was identified, the tube was changed and secured. It was stated that the tubes are used only once, at a maximum of 28 days. The tape was regularly checked through the day to ensure adequate tightness and was also changed daily. It was noted that the nursing staff and the parents had observed the incident. There was no injury noted.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Facility reported the tracheostomy ties were threaded through the eyelet of the flange on the left hand side and the eyelet split open. Tracheostomy tube insitu for 24 hours prior to reported event. No adverse health outcome details reported.